Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 where the acetabular liner and modular head were removed and replaced with a constrained liner and head. Additionally during the revision, the femoral stem was removed and replaced and cables were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report. Correct expiration date is aug 31, 2022. Correct manufacture date is aug 28, 2012.